Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.

Event description:
The physician reports that the crystalens became damaged during insertion, using the staar surgical lens injector system. No further details were provided. Additional info has been requested from the health care professional.